Event description:
Patient received a vibratory alert for out of range impedance. Capture threshold had also risen. Noise and out of range impedance was not reproducible in clinic. X-ray was inconclusive. Over the last six days, in-range impedance was observed. The physician elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.